Manufacturer narrative:
The customer¿s report that the tubing set unintentionally disconnected was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear fluid was observed throughout the set. No anomalies or damages were observed with the set. Functional testing did not observe any disconnections from any of the returned set's female/male ports or any issues with the administration set. Visual inspection, pressure testing, and dimensional evaluation also found no anomalies with the returned set. The set¿s male luer port was measured and found to be within iso standards the root cause of the customer¿s experience was not identified.

Event description:
It was reported that the tubing set unintentionally disconnected from the patient's PICC during a tpn/il infusion. The customer further stated that there were no reports of the tubing set being manipulated to have caused the disconnect. The infant patient was noted to be sleeping throughout the event. Due to the tpn/il IV bags being no longer sterile, new IV fluids had to be ordered. The customer later stated that there were no adverse effects caused to the infant patient from this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested but not provided, however, the customer stated that the patient was an infant.

Event description:
It was reported that the tubing set unintentionally disconnected from the patient's PICC during a tpn/il infusion. The customer further stated that there were no reports of the tubing set being manipulated to have caused the disconnect. The infant patient was noted to be sleeping throughout the event. Due to the tpn/il IV bags no longer sterile, new IV fluids had to be ordered. The customer later stated that there were no adverse effects caused to the infant patient from the event.